Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the implantable cardiac monitor (icm) exhibited undersensing that caused false episode being recorded. The programming changes were made. No patient consequences was reported.